Manufacturer narrative:
Device evaluation update: in addition to the evaluation findings in the previous medwatch report additional findings have been reported. During assessment it was noted that the drill bit was jammed in the coupling, the side sleeve of the coupling was damaged, the stem of the drive shaft was burred, and there was evidence of corrosion. These finding do not change the assignable root cause and remains undetermined. If additional information should become available, a supplemental medwatch report will be submitted accordingly. .

Manufacturer narrative:
The lot number was obtained upon device receipt. Manufacturing location was obtained after receipt of lot number. The actual device was returned for evaluation. (B)(4) evaluated the device and the reported condition was confirmed. It was observed that the large quick coupling device was stuck on the proximal end of the drill shaft. The quick coupling device could not be retracted or removed and showed deep scrapes to the outer surface and a deep circumferential scrap on the connecting post. The device cannot be evaluated and therefore, an assignable root cause was undetermined. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
Device report from synthes (B)(6): it was reported that the large quick coupling jammed during a case on (B)(6) 2015, and would not release the cannulated drill bit. The device was being used with a 5.0mm cannulated drill bit large. There was a ten minute delay in the procedure. There was no spare device to use, but the event occurred at the end of the surgery and the procedure was completed successfully. There was no reported injury to the patient or user. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.